Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. The customer contact's reported e343 (distal air sensor fail 1) error code was noted in the device history but was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the biomedical department for a report from the customer that the device alarmed with an e343 (distal air sensor fail 1) error code. This alarm condition does not indicated a reportable malfunction. No reports of specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. However, during testing at the user facility, it was noted that the device door roller was broken. No additional info was provided.